Event description:
It was reported that t:slim x2 pump battery would not charge despite use of confirmed working wall outlets, tandem charging cable and adapter, extended charging attempts, and trials with different adapters and cables. Issue did not cause pump shutdown or prevent pump from turning on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode before return, to enter pump settings and reconnect continuous glucose monitor on replacement pump, and technical support arranged shipment of replacement pump and provided return instructions using a prepaid label.